Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior descending artery (lad) using an indigo system catrx aspiration catheter (catrx) and a guide catheter. During the procedure, after advancing the catrx approximately 20 centimeters into the guide catheter, the physician noticed the catrx would not advance any further. Therefore, the catrx was removed. The procedure was completed using a new catrx and the same guide catheter. There was no report of an adverse effect to the patient.